Event description:
Litigation alleges patient had serious bodily injury, pain, loosening and metallosis among other injuries after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges patient had serious bodily injury, pain, loosening and metallosis among other injuries after asr hip implant. Doi: (B)(6) 2006 (right hip). Dor: none reported. Patient is resident of (B)(6). **update** 10 nov 2014. Der rcvd. Added dor ((B)(6) 2014), all products, surgeon and sales rep names and patient height, weight, dob and activity level. Der confirms no loosening.